Event description:
It was reported that the patient¿s stimulator was replaced due to being septic. It was reported as ¿got septic¿. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available. Refer to manufacturer report # 3004209178-2015-12258.

Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0b9rk, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va0b9rk, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Refer to manufacturer report # 3004209178-2015-12258.